Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed, and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. Based on the information received, the root cause of the reported event was due to operational context (patient movement). The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# (B)(4).

Event description:
It was reported that following a right eye cataract surgery, one (1) of two (2) stents from the trabecular micro bypass stent system was inadvertently implanted anteriorly to the trabecular meshwork (tm) due to patient movement. A back-up device was used to complete the procedure. Additional information has been requested.